Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
The patient reported that the physician programmed their implantable pulse generator (ipg) to "save the battery." The patient thenfelt "my heart pounding and felt like my stomach was in my throat." The patient went back and had the ipg reprogrammed back to theoriginal settings. The device remains in use. No patient complications have been reported as a result of this event.